Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history log review found no related events. Visual inspection was performed, and a deforming upstream occlusion (uso) seal was identified. The uso seal was replaced. Downstream occlusion (dso) and uso sensors were calibrated. Software was updated to the latest version. The device then passed all functional testing after repair activities were completed.

Event description:
The customer returned product for damaged battery compartment, during physical inspection it was found that the downstream occlusion seal was degraded. There was no patient involvement.